Event description:
It was reported that patient presented for follow-up in clinic. It was noted that implantable cardiac defibrillator (ICD) went into back-up mode. Programming changes were made to restore the backup mode and device is being monitored. There were no patient consequences.